Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 396 mg/dl; no meter bg reading was provided. Reportedly, the customer delivered a bolus via pump due to the inaccurate high bg. As a result of the manual bolus and increased basal delivery, customer's bg level lowered to 44 mg/dl resulting in the customer losing consciousness. The customer's husband called an ambulance, and the paramedics provided glucose and the customer consumed carbohydrates to address bg. Reportedly, the customer had the cgm sensor placed on their breast. Customer was informed that the sensor placement area was not an approved area; however, the customer confirmed using the area for several years without any problems or issues. System check did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.